Event description:
It was reported in the patient's clinic notes that her seizures had increased. The patient was having 25 seizures a day of myoclonic jerks and head drops. The patient's mother was concerned the vns was not working; the patient was noted to often "pull" on her stimulator. Data from this date ((B)(6) 2010), showed the device to be properly functioning; however, further review of the patient's programming history showed a drop in dcdc codes over time, suggesting a possible short circuit condition in conjunction with the increase in seizures. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.